Manufacturer narrative:
One device has been returned for evaluation. The complaint is confirmed. The root cause is attributed to the manufacturing process. A search of the complaint database found one similar complaint for this lot number from the same customer. The device history record was reviewed and no exceptions documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges the cuff fibers have been matted down.